Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that a bolus delivery was not given according the in the alarm history of the customer's insulin pump. The customer's blood glucose was unknown. The customer did not return the product back for analysis.